Event description:
It was reported that during a clinic visit, t wave oversensing on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) device was observed on the presenting electrogram (egm). The cause of the t wave oversensing was undetermined but was suspected to be due to hypertrophic cardiomyopathy and changes during elevated heart rates. It was also noted that the patient feelings of palpations aligned with premature atrial contractions (pac) in the egm. The physician called technical services (ts) to inquire on how to proceed with device reprogramming without compromising the patient as they are pacing dependent. Ts discussed device reprogramming with the physician. The issue was resolved successfully with device reprogramming. The device remains in service. No adverse patient effects were reported.